Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Observed no error at power on. 4 354.6770 errors noted in the log. Removed the case and error 354.6770 occurred. Connected an oscilloscope to pin 7 of j14 (pressure_disc_sensor) on the logic board. The oscilloscope trace indicated 0 v instead of the expected 500 mv level with a pressure disk installed during power on. Moved the scope to the crimp connector at pin 8 of the j1 on the pressure board where the expected 500 mv level with a pressure disk installed during power on was displayed. Confirmed that the 0 v signal was still present on the crimp connector at logic board j14-7. A jumper was used to connect the crimp connectors in the harness between j1-8 and j14-7 while observing the oscilloscope trace. When the jumper was in place the expected signal was present at j14-7 on the logic board. Without the jumper, 0 v was observed at j14-7. Confirmed an open between the crimp connectors at pin 8 on the pressure board and pin 7 on the logic board with a dmm on the ohms scale. This confirms an open in the harness at pin 8 on the pressure board between the wire and the crimp connector since the jumper was connected at the crimps and the signal passed through the connector pins and the pin contact on the crimp connector. The harness was removed and retained by the ops lab. Service to replace the harness and complete the unit via the normal service process. (B)(4).